Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The high blood glucose remained elevated for three hours. The patient received treatment with correction bolus. No further information available.